Event description:
On (B)(6) 2020 an i.v. Station device passed several overdosed syringe preparations. The syringes contained approximately 12 ml of cefazolin drug solution when they should have contained 10 ml. No errors were generated by the device. The device was monitored for more than 1,700 preparations following the same protocol and the incorrect volume issue was not reproduced. Root cause has not been able to be determined and no remedial action has been taken. Investigation is ongoing. The overdosed preparations were visually identified and there are no known adverse patient effects.

Manufacturer narrative:
As of (B)(6) 2020, the establishment registration and listing for this device was updated to omnicell, inc. From aesynt, inc, which was not reflected in the original report submission. Therefore, this report is a correction to the manufacturer listed in sections d3 and g1.